Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data:

Manufacturer narrative:
B3: date of event unknown the device was received. No investigation required. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, pci activities are not expected to identify new failure modes that might required new actions / controls / mitigations.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service the device did not beep every 72 hours, change time, and the patient went over change time. The syringe still had half the volume left over. No patient injury was reported.